Event description:
It was reported that approximately twelve years post port placement procedure, the silicone septum allegedly partly dislodged. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport duo MRI implantable port attached to a catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. A complete diagonal break was noted on the distal end of the catheter attached. However, striations were noted throughout the break surface. Although sample was returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported material protrusion issue, as the left side septum was noted to be dislodged from the port body. The investigation is inconclusive for the reported suction issue, as the exact circumstances at the time of the reported event cannot be verified. A mandrel test was performed by inserting a mandrel through both port stem lumens and noting the mark on each lumen. Both port septa failed the mandrel test as the black mark was not fully inserted into each of the lumens. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eleven years post port placement procedure via internal jugular vein, the silicone septum allegedly partly dislodged. It was further reported that the device allegedly had a suction problem. Reportedly patient had pain in the area of the port. The device was removed on later day. There was no reported patient injury.